Event description:
The physician was using an amphirion deep us pta balloon catheter to treat a lesion that exhibited a lot calcified plaque. No abnormality noted during preparation and inspection of the device prior to use. The balloon was advanced, inflated and deflated without difficulty; however, difficulty was encountered when trying to retract the device from the sheath. The balloon seemed to be caught in the sheath. The physician took a snare and was able to pull the balloon into the snare. It was confirmed that sufficient time was given to the balloon to deflate prior attempting to remove it from the patient. No patient complications reported.

Manufacturer narrative:
Evaluation results: root cause of the issue is undetermined. Evaluation conclusion: root cause of the issue is undetermined; conclusion not yet available. Evaluation in progress. (B)(4).

Manufacturer narrative:
Related to operational context -root cause of the balloon detachment was most likely related to the patient lesion morphology and the operational context.

Event description:
Evaluation summary : the device was returned broken in three parts: hub and outer shaft since proximal part of balloon (5 cm), distal part of guide wire lumen with the marker mounted and distal part of balloon (15cm and tip). The balloon was unfolded and broken. Guide wire was stretched and damaged so no guide wire passage test performed. Both markers were still mounted on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.